Event description:
The customer reported that the unit exhibited an occlusion alarm while in patient use. There was no patient harm reported. The ventilator was returned to the factory for evaluation. The event reported by the customer was not duplicated during initial testing by failure analysis technician. However, during subsequent testing the unit went vent inop and alarmed. Vent inop, when in use, will stop providing ventilatory support to the patient. The investigation found the root cause of the vent inop was a malfunction of the proximal airway pressure autozero solenoid on the main pcb. There was no patient involvement at the time of the discovered malfunction.